Event description:
It was reported by customer that found a PICC broken. Additional information received 10/23/2023: it was reported by the customer "the break was external; no pieces were retained in the patient. Not aware of any delays to treatment at this time. Line replacement."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Iit was reported by customer that found a PICC broken. Additional information received 10/23/2023: it was reported by the customer "the break was external; no pieces were retained in the patient. Not aware of any delays to treatment at this time. Line replacement." Additional information provided 01/02/2024: broke at wings ¿ had been in 19 days, line needed to be replaced additional information received 01/04/2024: partial break, cracked/leaked from area around wings. To my knowledge patient did not have retained fragments or imaging

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.